Event description:
Per repair statement, the unit has low o2 or yellow light. The key failure was the heat exchanger for the compressor was leaking. Additional malfunctions were the gear clamp on the manifold was replaced, the 4 way valve was stuck.